Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had bends approximately 42.0 and 65.0 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the first returned smart coil revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock and pusher assembly kinks. If the mid-joint was retracted proximal to the friction lock, resistance may be experienced while attempting to advance the device through its introducer sheath and damage such as pusher assembly kinks may occur. During the functional test, resistance was encountered while attempting to re-sheath the smart coil properly as the introducer sheath met the kink in the pusher assembly, and the introducer sheath could not be advanced any further. Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the mid-joint was retracted proximal to the friction lock, resistance may be experienced while attempting to advance the device through its introducer sheath. During the functional test, the smart coil was re-sheathed properly. Then the smart coil was advanced out of its introducer sheath and through a demonstration microcatheter without an issue. Further evaluation revealed pusher assembly bends. These bends were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00923.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00923.

Event description:
The patient was undergoing a coil embolization procedure in the right external carotid artery (reca) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, five coils were implanted in the target location. While attempting to introduce the next coil to the microcatheter, the smart coil was unable to advance into the hub of the microcatheter. After multiple unsuccessful attempts, the smart coil was removed. When the physician attempted to advance another smart coil, the same issue occurred. Therefore, this smart coil was also removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.